Manufacturer narrative:
30-day type of report in lieu of 5-day correction.

Event description:
An attorney's office sent in a letter alleging that a heating pad was the cause of its client's property damages and death.

Event description:
An attorney's office sent in a letter alleging that a heating pad was the cause of its client's property damages and death.